Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery depleted form 50% to 10% within minutes. The customer¿s blood glucose level was not impacted. Review of the pump data logs by tandem technical support showed the battery depleted from 25% to 5% within 8 minutes. Reportedly the customer would continue to use the pump for insulin therapy.